Event description:
Reporter mentioned an incident where the customer had low blood sugar symptoms. Prior to the incident he had some assistance testing and obtained a value of 117 mg/dl and took his normal dose of lantus insulin. During the incident the customer was disoriented and unresponsive. The reporter tried to test his blood sugar and after pressing the buttons the 117 mg/dl came up. She "thought that since his reading was 117 mg/dl, he should be fine". About two hours later she called the paramedics who tested his blood sugar at 30 mg/dl. He was treated with dextrose IV and brought to the hospital. His insulin dose was decreased. Requested return of meter and replacement sent.